Event description:
Litigation papers allege: pain, swelling, inflammation, infection and damage to surrounding bone and tissue, multiple dislocations and lack of mobility *** update - report received from sales rep indicates that patients right hip was revised (B)(4) 2012 to address dislocation due to malpositioning of cup. Metallosis was also reported. *** ** update ** - report received from sales rep indicates the patients left hip was revised (B)(4) 2012 to address pain and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The product/lot combinations have now been identified. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.